Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: pump powers with returned battery cap to a dim discolored display. The battery cap is unable to fully tighten. Battery cap threads damaged. A power loss was not duplicated. Battery compartment crack observed below grip pad. Cartridge compartment crack observed in thread area. Cartridge cap is able to fully tighten. "Audio bolus button" cover is detached. Contamination on bolus button contacts. Multiple por events observed in black box. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" or "intermittent power" event was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump. (B)(4).